Event description:
It was reported that a 64-year-old male patient underwent a revision surgery in (B)(6) 2025. The patient, retired, has been working in the garden (splitting wood). He also sanded out the joints in his bathroom and he felt a crack, after which his hand became swollen. Patient came for routine control for other side hand, mentioned discomfort on this side. During the revision, the surgeon observed metallosis in bone around stem. He resected metacarpal and trapezium. He replaced the stem from size 2 to size 3 and the pe liner (which had a fracture) by same size (nto156). The cup was stable and not changed.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, medical imaging, complaint history review), it appears that the failure is primarily related to the patient activity (splitting wood, joint sanding), and the cup angulation, which may have led to the implant breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.